Manufacturer narrative:
Patient identifier not available from the site. Patient weight not available from the site. A medtronic representative, following up with the site, reported that the site had already taken a nav spin successfully and put in screws. When the inaccuracy was found the site was taking final shots so the navigation portion of the case was over. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The frame and stealth were tested afterward and found to be accurate. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined as the reported issue was unable to be replicated.

Event description:
A medtronic representative reported that during a spinal procedure the navigation system was inaccurate. The surgeon verified the instrumentation and found the inaccuracy 2-3 millimeters to the right. The surgeon ordered a second spin and verified there was no frame movement on the second spin however the instruments were reported to still be inaccurate. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.